Manufacturer narrative:
(B)(6) results: three photos were received by bd canaan depicting 14 assembled 5ml syringes from a reported batch #7122533 (p/n 309649). Visual evaluation of the photos revealed print defects, primarily missing print, between 4ml and 5ml grad lines of rejectable quality. A device history review for batch 7122533 (p/n 309649) revealed that there was a print defect during the manufacture of this batch. Conclusion: we were able to determine that the root cause for this incident was due to hardware failure on the printing machine. This is an isolated incident that was addressed. (B)(4).

Event description:
It was reported that when the customer received their shipment of bd plastipak¿ 5ml luer-lok¿ syringes, there were several that had missing or illegible graduation markings, making them unusable. There was no report of injury or medical interventions.